Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they were injected with botox and unspecified juvederm(s) in the in-between eyebrow area, lips, cheeks, and lower jaw. The specific injection sites for the juvederm and botox were not noted. Shortly after the injection the patient was diagnosed with covid-19 and experienced raised and red areas in the eyebrow, lips, and lower jaw. The symptoms all ultimately resolved about a month later. 6 months after the initial injection, patient would return for another botox and unspecified juvederm injection in the in-between eyebrow area and other areas of the face. It was noted this filler injected "seeped out the pores" and the patient did not notice any results. Roughly 6 months later, the patient again returned for another botox and unspecified juvederm injection in the in-between eyebrow area and other areas of the face. This filler also "seeped out the pores" and the patient did not notice any results. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the third injection of suspect product, unspecified juvederm injection.